Manufacturer narrative:
The device was received with intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states receiving the button error alarm after retrieving the device from his wet clothing and trying to replace the battery. The customer states the device was wet from a theme park ride. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.